Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of intraperitoneal (ip) vancomycin (1 gram once in five days, route and duration not reported) and ip injection of fortum (1 gram, frequency and duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event and remained hospitalized with the plan to discharge in one day. Dianeal therapy was ongoing. No additional information is available.